Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump indicated high glucose while no blood glucose meter was available, and the user administered a manual insulin injection to address hyperglycemia. Symptoms included no reported clinical effects. Outcomes included no medical intervention, hospitalization, or other assistance. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event involved elevated glucose without confirmed meter readings and with user-performed corrective action.